Manufacturer narrative:
The pump was returned and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a non-implanted pump. On 2019-dec-18, it was reported that a pending alarm had occurred. The pump alarm date was (B)(6) 2019. Prior to the case on (B)(6) 2019, the rep interrogated the pump in shelf state and it said that there was a pending alarm. The rep reported that they saw a motor stall occur on (B)(6) 2019 at 1:34 and a recovery occur on the same day at 5 pm. The pump was not implanted and would be returned for analysis . No patient symptoms were reported. No further complications were reported.